Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in-clinic with the implantable cardiac monitor experiencing difficulty sending remote transmissions. Upon attempting to utilize the patients merlin.net mobile phone application on their transmission was unsuccessful. This was attempted by the clinic several times without success. Magnet interrogation of the device was successful. It was noted that the voltage on the device was low. The patient was stable.